Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose would be in the 400 mg/dl range during her first couple of months using insulin pump therapy. The customer would call her insulin pump trainer to get her through her high blood glucose events. The patient stated that she has had high blood glucose since she began using the insulin pump one year ago. Last night the customer changed her infusion set due to pain; her blood glucose was close to 300 mg/dl. The customer treated via manual insulin injection and her blood glucose decreased to 130 mg/dl, and then later to 95 mg/dl. Troubleshooting was declined. No products were returned or replaced.